Manufacturer narrative:
Occupation: occupation is lay user/patient. The country of origin is (B)(6). The customer test strips were returned for investigation. There were no defects observed. The returned test strips were measured on an internal reference meter using a high level control sample. Testing results (qc range = 2.4 - 3.0 inr) qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 2.7 inr and the laboratory result was 3.61 inr. The patients therapeutic range was not provided. There was no allegation that an adverse event occurred.